Event description:
It was reported that non-sustained oversensing episodes due to intermittent ventricular non-capture were noted on the device via review of remote transmission. No intervention was performed, and no adverse health consequences to the patient.